Event description:
The customer reported the ventilator had exhibited an odor of overheating after it was removed from patient use. The customer reported the ventilator did alarm to specifications and that it was not in use on a patient at the time of the reported problem, therefore there was no patient harm. The respironics service technician performed an evaluation of the ventilator and reported the backup battery had signs of overheating. It was determined that a malfunction of the power supply charging circuit resulted in a constant charge to the backup battery, causing the battery to overheat and the reported odor of overheating. The power supply and backup battery were replaced to correct the problem. After the components were replaced, the service technician reported the ventilator restarted during testing. The service technician again replaced the power supply which corrected the secondary problem. Extended self testing (est) and performance verification testing was performed and passed to operating specifications